Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer called for assistance with the load process. During fill tubing, customer stated tubing had many bubbles. Customer indicated they would have their nurse assist them with completing the load process. The customer's blood glucose level was impacted.